Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows a patient with a myerding ii spondylolisthesis, isthmic type at l5/s1. There is also advanced disc space collapse. Initial surgery reduced the slip with a construct consisting of l5/s1 pedicle screws and inter body spacer. The l5 screws pulled out under load and the deformity recurred. Revision consisted of extension of the fusion to l4 with pmma augmentation at l5 and the addition of a cross link.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.